Event description:
The surgeon implanted a plate silicone lens model aa4204vf and the lens tore during insertion. The lens was implanted and removed without pt injury. The reporter could not recall the model and lot numbers of the cartridge and injector used during surgery.

Manufacturer narrative:
H6: results - 100 (other): visual inspection of the lens showed a part of the optic and one haptic were torn off missing. There was evidence of surgical and reddish residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.